Event description:
It was reported that during a nephrectomy procedure, while the doctor tried to ligate the renal vein with the device, the clip jumped out of the jaw and failed, thus, he had to pick it out of the patient. This affected the procedure by delaying the process. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Handle post. The analysis results found that the er420 device was returned in good condition. A bag with an unformed clip and one handle post broken was received along with the instrument. In an attempt to replicate the reported incident, the device was functionally evaluated. During the analysis, the device was cycled and the remaining clips were ejected; finally the instrument locked out as intended. The instrument was disassembled in order to evaluate the condition of the internal components and the handle post was confirmed to be broken; no conclusion could be reached as to what may have caused this condition.